Event description:
It was reported that the customer had issues with high and low blood glucose levels. Customer's pump is being replaced for physical damage. Customer's blood glucose level was 246 mg/dl. Customer expressed the following symptoms: thirst, yeast infection-type symptoms, which included burning, irritation, and urinating. Customer contacted her health care professional for her high blood glucose levels. Customer stated that she had a back-up plan and has treated for her high blood glucose levels. Customer treated with the pump but is going to use back-up plan as replacement pump is being sent. Customer declined troubleshooting because she is at work. Customer was advised to monitor the blood glucose level more frequently and adjust the basal. No further assistance is needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)